Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Date implanted (left) - 1997 or 1998.

Event description:
It was reported that patient underwent a right total hip arthroplasty (B)(6) 2004 and a total left hip arthroplasty on an unknown date. Subsequently, a left hip revision procedure occurred on (B)(6) 2015 due to pain and poly wear. The modular head and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date implanted - 1997 or 1998.

Event description:
It was reported that patient underwent a right and left total hip arthroplasty on an unknown date. Subsequently, a left hip revision procedure has been indicated due to pain and possible poly wear; however, no revision procedure has been reported to date.